Event description:
It was reported that the patient stated via social media that the patient implanted with this inflatable penile prosthesis (ipp) lost one third of the length and a lot of girth in their penis following implant of the device. The patient expressed dissatisfaction with their device and that they were looking into a revision procedure. No further information was provided.

Manufacturer narrative:
Event date was not provided; therefore, 11/20/2024 was use an approximated date.